Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 6480398 - 315-35-00 - glnd kwire 6417691 - 320-01-38 - equinoxe reverse 38mm glenosphere 6569526 - 320-10-00 - equinoxe reverse tray adapter plate tray +0 5453173 - 320-15-03 - rs glenoid plate l post aug, 8 deg, left 6541511 - 320-15-05 - eq rev locking screw 6519244 - 320-20-00 - eq reverse torque defining screw kit 6410133 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm 6473407 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s064105 - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm 6525369 - 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
Experience report - USA. Reference (B)(4). Other, patient had a conversion to reverse with dr. (B)(6) on (B)(6) 2020. Since then, he has experienced instability the past few months. Dr. (B)(6) performed a conversion to reverse on (B)(6) 2020. Following that, the patient experienced instability the past few months and saw dr. (B)(6) . Dr. (B)(6) could dislocate the shoulder with one finger pressing against the bent forearm. Event associated with revision of exactech implants? Yes - left shoulder initial implant date: (B)(6) 2020. Patient revised to exactech devices? Yes - dr. (B)(6) revised the glenosphere, tray and liner and their screws. No breakage of device or surgical delay/prolongation? No 65 yo male, patient was last known to be in stable condition following the event. No other patient information/medical history reported. Product returning - hospital keeps 510k: k063569 concomitants: 6480398 - 315-35-00 - glnd kwire 6417691 - 320-01-38 - equinoxe reverse 38mm glenosphere 6569526 - 320-10-00 - equinoxe reverse tray adapter plate tray +0 5453173 - 320-15-03 - rs glenoid plate l post aug, 8 deg, left 6541511 - 320-15-05 - eq rev locking screw 6519244 - 320-20-00 - eq reverse torque defining screw kit 6410133 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm 6473407 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s064105 - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm 6203273 - 320-38-00 - equinoxe reverse 38mm humeral liner +0 6525369 - 321-20-00 - equinoxe reverse shoulder drill kit.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b5, g4, h6 . MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be conclusively determined; however, may be due to ongoing instability and/or dislocation of the joint. The prosthesis wear noted on the explanted humeral liner appears to be secondary to impingement with the native glenoid bone. However, instability and dislocation cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 45 months after a total shoulder replacement procedure, the patient underwent a revision procedure to address instability, joint dislocation, and joint laxity. Patient was last known to be in stable condition following the event. Photos attached. No other patient information/medical history reported.